Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker. Upon review, t-wave oversensing was observed. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service. No adverse patient effects were reported.